Event description:
Reportedly, "the patient had high bleeding tendency due to liver dysfunction and had high risk of pseudoaneurysn at access site." The patient's hospitalization was not extended as a result of this event.

Event description:
Reported due to a pseudoaneurysm requiring surgical intervention. The physician successfully closed an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. Reportedly, fluoroscopy was not performed prior to the closure. However, the vessel size was reported to be "over five (5) mm" and the site was said to be in the common femoral artery (cfa). The closure procedure was performed without any insertion, deployment or removal issues. Reportedly, "about (one) 1 week later," the pt presented with symptoms of "fever and edema." An ultrasound of the groin was performed and was postive for a "pseudoaneurysm of the femoral artery." The pt was taken to the operating room and "underwent bypass surgery" of the femoral artery with a synthetic graft. The pt's hosptialization was prolonged, for an unspecified amount ot time, as a result of this incident. The current condition of the pt is unk.